Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that during set up of the device, the water lines were attached to the heat exchanger. A small amount of water was noticed leaking out of the plastic casing near the top of the device. There was water observed inside the tubing a few minutes later. There was no fluid used to prime the circuit tubing. No water should have been in the circuit. The customer stated that the water must have come from the heat exchangers. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there was no damage to the packaging (outer box, inner packaging or sterile barrier).

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed on the water side. Performed the fusion hfo pressure decay leak test on the water side. The test ramps up the pressure in the water side to 45 psig and checks for a decay. During the test there were no leaks detected. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.